Manufacturer narrative:
H10: manufacturing review: a manufacturing review is not required as this is the first complaint reported for this product and lot number. Investigation summary: one 8.0f introducer peel-apart sheath with vessel dilator, one catheter stylet, and one j-tip guidewire were received for evaluation. Along with returned sample, one photo was provided for review. Visual, functional and microscopic evaluations were performed on the returned sample. The vessel dilator was noted to be loaded into the 8.0fr peel-apart sheath. The device was noted to be bent. Bunching was noted on the distal end of the sheath shaft. Deformation was noted on both the distal tip of the vessel dilator and distal end of the sheath. Under microscopic observation, the distal tip of the vessel dilator was noted to be deformed. The edges were noted to be jagged throughout. The distal end of the peel-apart sheath was noted to be deformed. The edges were noted to be jagged. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without resistance. An attempt to loaded back the vessel dilator to the peel-apart sheath was performed and was successful. The vessel dilator was able to lock into place. Therefore, the investigation is confirmed for the reported sheath retraction and folding issue. However, the investigation is unconfirmed for the reported fracture issue as no fractures/cuts were noted throughout the sheath. The investigation is unconfirmed for the reported failure to advance issue as the vessel dilator was loaded to the peel apart sheet successfully. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath allegedly failed to advance over dilator of the chemo port. It was further reported that the sheath was retracted and had allegedly folded at multiple levels. Furthermore, the edge of the sheath was allegedly cut. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath allegedly failed to advance over dilator of the chemo port. It was further reported that the sheath was retracted and had allegedly folded at multiple levels. Furthermore, the edge of the sheath was allegedly cut. There was no reported patient injury.